Manufacturer narrative:
(B)(4). The complaint opt318 cannula was not received by fisher & paykel healthcare for evaluation. Questions were sent to the customer in order to obtain further details about the incident but no response has been received. Our investigation is thus based on the information received and our knowledge of the product. From the information received we can conclude that the tubing had been pulled and stretched to the point where it has torn and caused a leak. The damage to the flexitube was most likely caused by an excessive pulling force. A cannula with this type of damage would not have passed our visual inspection, nor would it have passed our pressure test. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put on hold for investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained; appropriate monitoring must be used at all times; do not stretch or crush tube.

Event description:
A hospital in (B)(6) reported that the tubing of an opt318 optiflow junior nasal cannula was stretched causing loss of gas flow, and that the patient desaturated. No further patient consequence was reported.